Event description:
Caller reports back to back testing on the same meter while using the inform system with results of 3364 mg/dl and 126 mg/dl. L1 and l2 quality controls were out of range. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.